Event description:
On 4/apr/2023, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with a peritoneal scar tissue infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following cloudy peritoneal effluent fluid noted by the patient. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and a wbc count of 3322/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The pdrn was unaware of any scarring the patient experienced and there was no report from the admitting facility of any peritoneal scarring involved with this event. The patient was prescribed intravenous antibiotics while hospitalized; however, the type, dose, frequency and duration have not yet been reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was discharged to home on (B)(6) 2023 and continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Correction: b2, d10

Event description:
On (B)(6) 2023, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with a peritoneal scar tissue infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following cloudy peritoneal effluent fluid noted by the patient. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and a wbc count of 3322/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The pdrn was unaware of any scarring the patient experienced and there was no report from the admitting facility of any peritoneal scarring involved with this event. The patient was prescribed intravenous antibiotics while hospitalized; however, the type, dose, frequency and duration have not yet been reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was discharged to home on (B)(6) 2023 and continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2023, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with a peritoneal scar tissue infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following cloudy peritoneal effluent fluid noted by the patient. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and a wbc count of 3322/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The pdrn was unaware of any scarring the patient experienced and there was no report from the admitting facility of any peritoneal scarring involved with this event. The patient was prescribed intravenous antibiotics while hospitalized; however, the type, dose, frequency and duration have not yet been reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was discharged to home on (B)(6) 2023 and continues hd therapy on an in-center basis post-discharge.